Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2220005 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant protection sleeves of a 5f mynx control vascular closure device (vcd) were separated and could not enter the sheath. The procedure was completed with another mynx device. There were no reports of patient injury. The physician had tried to use the mynx control vcd to achieve hemostasis in a percutaneous transluminal angioplasty (pta) procedure. The procedure used retrograde approach. The deployer was mynx certified. A non-cordis sheath was used. The sheath was not kinked/bent upon removal. There was no visible bent/damage in the distal end of the balloon shaft after removal. There was no excess force applied during insertion. There was no presence of pvd / calcium in the vicinity of the puncture site. The access site vessel was not tortuous. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant protection sleeves of a 5f mynx control vascular closure device (vcd) were separated and could not enter the sheath. The procedure was completed with another mynx device. There were no reports of patient injury. The physician had tried to use the mynx control vcd to achieve hemostasis in a percutaneous transluminal angioplasty (pta) procedure. The procedure used retrograde approach. The deployer was mynx certified. A non-cordis sheath was used. The sheath was not kinked/bent upon removal. There was no visible bent/damage in the distal end of the balloon shaft after removal. There was no excess force applied during insertion. There was no presence of pvd / calcium in the vicinity of the puncture site. The access site vessel was not tortuous. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that buttons 1 and button 2 were not depressed. The stopcock was found open. The sealant remained in the manufacturing position, exposed to blood. The sealant sleeve assembly was observed without kinks or bends. The syringe and the procedural sheath were not returned with the device. Dimensional analysis was performed to verify the slit length measurement against the specification, and results were found within specification. An applicable lab sample introducer sheath was used to perform the insertion/withdrawal test on the returned product, and the device was able to be inserted/advanced through the lab sample introducer sheath without issue during the investigation. The returned device performed as intended per the mynx control instructions for use (IFU). Visual inspection at high magnification showed that the sealant remained in the manufacturing position, exposed to blood. The sealant sleeve assembly was observed without a kinked/bent condition. In addition, microscopic examination showed that the slit length measurement was 15 mm. A product history record (phr) review of lot f2220005 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant sleeves (cartridge assembly)-separated¿ and ¿mynx control system-impeded¿ were not confirmed through analysis of the returned device. The exact cause of the issues experienced by the customer could not be determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to issue experienced by the customer since there were no damages or anomalies noted to the returned device. However, procedural/handling factors are possible. It should be noted that the slits in the sealant sleeve assembly are not a product defect. The mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant to be exposed and obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the product analysis suggests that the reported issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.